Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was an iris too large error, which occurred during a procedure, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.